Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is being filed to report the clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery s stem (cds) (cds0701-ntw, 00810u140) was advanced to the mitral valve and a good grasp was obtained. However, the clip opened when establishing final arm angle (efaa). The clip was pulled back to the atrium. Troubleshooting was performed, cycled the clip, but was unsuccessful. The cds was removed without issue. A new cds (cds0701-ntw, 00810u139) was advanced and the clip opened during efaa as well. It was then decided to close the clip, rotate the arm positioner in increments and the clip remained closed and stable. The clip was then used to complete the procedure. One clip was implanted reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.